Event description:
Customer alleges flaw with the lever where you open and close on the bottom. The screw that holds the feet in place keeps falling out. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rpl450-2, serial number/date code is unknown. The owner's manual part number 1145810 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, who weighs (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's daughter stated that the screw that holds the feet in place keeps falling out. Cannot repair the screw because she would have to turn the lift upside down. The daughter stated that her mother's medical equipment provider keeps switching out the units. The initial contact by the daughter did not mention any injury, whereas a follow up call from invacare to the daughter resulted in the mention that the consumer did bang her knee which required bandaging. No medical intervention allegedly sought. No RMA has been initiated at this time for the return of the damaged unit.